Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly. Unable to confirm keypad unresponsive due to blank display. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad was unresponsive. The customer's blood glucose was unknown. The customer stated the that his insulin pump was not functioning right. The customer stated that he slipped on a boat and went overboard and insulin pump had a blank screen. The insulin pump was exposed to water. The troubleshooting was performed for the fluid exposure. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.